Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead dislodged during the implant procedure. The physician decided to not implant this lead as the patient was in atrial fibrillation (af). No further patient complications have been reported as a result of this event.